Event description:
A customer reported that an event occurred during the first time of use of xenium 210 high flux dialyzer. According to the reporter, a patient was receiving a hemodialysis therapy at a different hospital due to a relative's visit. Reportedly, two hours into a hemodialysis treatment, the patient started complaining of cramps, suddenly became hypotensive and shortly after that, passed out. The staff at the clinic immediately responded. Per protocol, a normal saline solution was administered and the patient was placed in trendelenburg position. As the patient fully recovered, the treatment was resumed and completed with the same dialyzer. During the next treatment with the same type of dialyzer, after approximately two hours of dialysis, this patient complained of "feeling sick" and became sweaty. This time, only uf (ultrafiltration) stop and reduced blood flow rate resolved the incident. Finally the patient was placed back on his previous dialyzer and has been dialyzed few times without further clinical consequences.

Manufacturer narrative:
No 510(k) number documented in the complaint file due to the fact that, the reported device/dialyzer is not manufactured or distributed in the us market. However, baxter does distribute a similar product in the us, therefore an MDR was submitted for this incident. The actual sample involved in this incident was discarded. However, the manufacturer of the dialyzer, nipro corporation was notified and an investigation is pending. Further clinical information was requested, but has not been received yet. Baxter is monitoring these type of issues and if significant information becomes available, a follow up report will be submitted.